Event description:
The subject customer did not officially inform siemens of this event, but the field service engineer responsible for that site learned of the event through conversation with one of the therapists while discussing another issue. The fse learned that, in the process of setting up a pt in preparation for a therapy treatment, the gantry was being rotated downward to position the treatment head in the pa orientation (beaming upward). While the gantry was in motion, a pt's arm was caught between the treatment table and the accessory holder located on the treatment head. Table interlocks sensed motion caused by the collision and asserted the motion stop interlock, stopping the gantry. To free the pt, the motion stop interlock must then be reset to release the table brakes. When the accessory holder contacted the pt's arm, the accessory release button located on the accessory holder was pressed against the pt's arm, causing the accessory to be released. The beam blocking tray accessory slid out of the accessory holder and fell. The pt sustained a cut on the arm requiring medical intervention. The pt rec'd 17 stitches to the arm. A student therapist was controlling the gantry at the time of the accident. No equipment malfunction occurred.